Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was mounting a television set at the time of the shock. Technical services suspects the noise is myopotential. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.